Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformance's or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on the provided medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported by a field clinical specialist (fcs), approximately 4 years and 16 days post-implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. The patient presented with high gradient and "frozen" leaflet on tee. The patient was slightly short of breath with a peak gradient of 61 mmhg, mean gradient of 58.6 mmhg, valve area 1 index 0.3 and fusion of two leaflets that are immobile. The patient had a valve in valve procedure and the patient is doing well. As noted, the patient had a medical history of hyperlipidemia and diabetes per the medical report, which are risk factors for bioprosthetic valve calcification/leaflet thickening. Tissue calcification can in turn impede the proper function of leaflets, resulting in leaflet motion restriction. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Since immobile leaflets or restricted leaflets motion of the thv were reported, which can obstruct the blood flow across the valve, and resulting in increased gradients. As such, available information suggests that patient factors (hyperlipidemia, diabetes and restricted leaflet motion) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 16 days post-implant of a 29 mm sapien 3 valve in the aortic position via transfemoral approach. The patient presented with high gradient and "frozen" leaflet on tee. The patient was slightly short of breath with a peak gradient of 61 mmhg, mean gradient of 58.6 mmhg, valve area 1 index 0.3 and fusion of two leaflets that are immobile. The patient had a valve in valve procedure and the patient is doing well.